Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels and diabetic ketoacidosis. The customer stated that he had received a low sensor glucose reading and that the insulin pump activated the threshold suspend feature, contributing high blood glucose. The customer's blood glucose at the time of admission was 500 mg/dl. The customer experienced ketones prior to the hospitalization. The customer further stated that he was in an accident but was not driving at the time of the accident. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.